Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failing circulation pump. The device was evaluated upon receipt. The device filled with the customers fluid delivery line attached, albeit slowly due to a failing circulation pump. Control panel did not boot properly, used u.I. To complete decon. Unit not cooling due to failed chiller. Device returned unrepaired. No testing performed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not filling, it appeared to be the fluid delivery line but since it was due for the 2k preventive maintenance. Per sample evaluation results on 11dec2024, control panel did not boot properly, used u.I. To complete decon. Unit not cooling due to failed chiller.